Event description:
The complaint is reported as: the circuit did not pass the leak test. There was no patient involvement reported.

Manufacturer narrative:
A device history record (DHR) review of the reported lot number was performed and there were no issues or discrepancies found that could relate to the complaint. The product was assembled and inspected according to specification. The assembly process and manufacturing procedure were reviewed and there were no findings that can potentially relate to the reported issue. The sample was returned for evaluation, however, the investigation was not complete at the time of this report. A follow-up report will be sent when investigation is complete.